Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dil cath: sapphire 2x10, hiryu plus 3x10, guide wire: run through, guide cath: hyperion, stent: synergy 2.75x24. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and mildly calcified de novo proximal and mid left anterior descending artery that was 90% stenosed. An unspecified guide wire crossed the lesion and pre-dilatation was done with a 2.0 x 10 mm non-abbott dilatation catheter. A 2.75 x 24 mm non-abbott stent was then deployed. Additionally, a 3.0 x 15 mm nc trek was advanced and met initial resistance with the anatomy. However, the balloon ruptured at 8 atmospheres during the first inflation. The device was therefore removed from the anatomy and the rupture was confirmed. The nc trek device was then replaced with a non-abbott dilatation catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.